Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. On follow up, it was confirmed that there was not pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff".

Event description:
Device returned for repair with report of overheating. No pt impact reported. Repair request escalated to complaint on eval due to attachment's foot being damaged by tool contact. On follow-up, it was noted that this malfunction was identified during a procedure and it was confirmed that there was no pt impact.